Event description:
Customer reported being hospitalized for low blood glucose. Customer's husband stated that customer was having low blood glucose after bolusing with bolus wizard. Settings were checked and instructed customer to contact medical dr and inform him of low blood glucose after bolusing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.